Manufacturer narrative:
Upon reassessment of the reported event based on additional information. This product did not cause or contribute to the reported event. This initial report submitted needs to be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00019, 0001032347-2021-00020. Explantation is planned for the end of (B)(6) 2021. Concomitant medical products: unknown mandible screw, part# ni, lot# ni. Unknown fossa screw, part# ni, lot# ni. Report source ¿ (B)(6).

Event description:
It was reported the patient will undergo a revision of temporomandibular joint implants on the left side nine months following implantation due to infection. It is planned that the patient will be implanted with a custom titanium temporomandibular joint prosthesis at a future date. No additional patient consequences have been reported.